Event description:
It was reported that the lead was on the free wall of the cardiac muscle and not amenable to lead extraction. The physician decided to implant a new lead despite that the lead was functioning properly. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer tubing overlay was melted, the outer tubing overlay has cosmetic environmental stress cracking, the outer tubing environmental stress cracking was breach (non-electrical), the outer insulation had a cosmetic depression and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.